Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 20 mg/dl on (B)(6) 2017. The customer stated that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 168 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that they were wearing the insulin pump at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was exposed to x-ray. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.